Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer reported receiving 5 discordant sars-cov2 patient results on their alinity m system. The customer said that after encountering an issue with misplaced integrated reaction units (irus) and observing that some irus were placed tilted in the bulk solution station, she re-ran patient samples that had generated positive results and 5 results repeated as negative. Technical application specialist (tas) reviewed logs and located the samples in question. There were 5 sample ids (sids) from (B)(6) (B)(6), which generated high cycle number (cn) values and when repeated generated negative results. The repeated samples were processed with a fresh sars-cov-2 amp kit. Amplification curves of the samples in question appear real, with an exponential phase, indicating presence of a template. Sample results were not reported due to discrepancies. There was no impact to patient management. Customer was looking for advice about further actions. There were no reactive sars-cov-2 negative controls at this time. Tas provided customer with decontamination instructions to address possible contamination. Based on site visit, the event does not appear to be a contamination event due no reactive negative samples or reactive negative controls. It was identified that the customer was incorrectly loading partial integrated reaction unit (iru) sleeves. Field service engineer visit will address instrument issues caused by this incorrect placement by the customer. Labeling review according to the alinity m system - operations manual, 09n33-022 (54-605001/r15) - 2024-03-11, use or function, alinity m system hardware overview, section 1, "two (2) iru sleeves can be loaded in each elevator. Do not load partial iru sleeves to the elevator in assay application runs to avoid system errors." It is unknown if the customer incorrectly loading partial integrated reaction unit (iru) sleeves contributed to the observation of false positive results.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: service history review: the service history review was performed for serial number (sn) (B)(6) and identified two (2) additional tickets as related to false positive results. One ticket clarified that report is not pertaining to discrepant results but is requesting discussion with scientific affairs about cutoff values. The second ticket was determined to be caused by contamination. The contamination was resolved after area cleaning and customer education. The service history review of all tickets did not indicate any systemic performance issue related to the issue being investigated and alinity m sn (B)(6). Customer data review: the runs involving reported samples were valid, met assay specification requirements, and no error codes or performance related flags were displayed for run controls or samples. As per the ticket notes, a contamination event was suspected within the instrument. Customer was provided and executed decontamination procedures. Monitoring testing was performed until all swabs and water samples were negative. Quality data review: nonconformance (nc) / corrective and preventive action (CAPA) search the CAPA review was performed to identify any records that were potentially related to the reported complaint and investigation. The part specific CAPA review did not identify any records related to the investigation. Complaint history review: although complaint search identified 2 additional tickets related to the reported issue of false positive results for the sars-cov2 assay, both were tied to contamination at the customer site and were resolved by cleaning / decontamination. Complaint trending identified no new adverse trend. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.